Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their system on program 6 at 3.0v and they thought they would go up as they didn¿t feel any stimulation. The patient had tried every program and increased it as high as they could go and felt no stimulation. The patient stated they did fall about a month ago, their back had been hurting and they had been putting a heating pad on it. The patient was advised to follow up with their healthcare provider to check the device. No further complications were reported.